Event description:
Per surgeon's notes: patient was brought to the operating room in stable condition having received antibiotics. She was positioned supine and pneumatic compression devices were placed to the legs. She then received general anesthesia, was intubated and an orogastric tube was placed into the stomach. The abdomen was prepped and draped in sterile fashion. Timeout was performed. Gastrocolic ligament now opened on the greater curvature of the stomach with the vessel-sealing device and the lesser sac entered. Ligasure would not seal vessels. Patient continued to bleed with multiple attempts to seal. The device was changed to another similar device and the procedure was completed without further incident. No patient harm. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure xp (per site reporter). Field med representative has been informed and will retrieve the device in the near future per operating room supervisor.